Event description:
It was reported that suture placement was attempted in the left common femoral artery using the preclose technique prior to an impella procedure. The plan was to deploy the sutures of 2 proglide devices. The arteriotomy was 8 fr and the vessel was moderately calcified. The first proglide sutures were deployed without any issue, the second proglide was being attempted but a cuff miss occurred, when the plunger was retracted there was no suture attached to the needle. The lever was returned to its original position to park the foot, and when the device was removed it was noticed that the posterior foot and the link were missing. The anterior foot was inside the device sheath, as intended. The physician decided to look for the missing component after completion of the interventional procedure. The sheath was upsized to 13 fr and the procedure performed. The physician searched for the foot, however this was not found. A decision was made to deploy a third proglide device to have the sutures of two deployed proglides to close the access site. The sutures of the first deployed proglide were tightened to downsize the 13 fr hole and deploy the third proglide device. The third proglide sutures were deployed uneventfully and the sutures of the 1st and 3rd proglide devices achieved hemostasis. The patient was asymptomatic and no additional intervention was done. There was no adverse patient sequela. The physician believes the moderate calcification played a role in the cuff miss and foot breakage, as the needle might have deflected due to the calcium causing the cuff miss and then interfered with foot parking when the lever was returned to its original position. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The site contact indicated the device will be retained at the hospital and it will not be returned to the manufacturer for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information and the manufacturing inspection criteria a definitive cause for the reported event and associated patient effects could not be determined, however, the patient having a moderately calcified common femoral artery may have been a contributing factor. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.